Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.

Event description:
It was reported that a patient experienced a cerebral vascular accident. It was reported via social media that a patient had a watchman closure device implanted a year ago and has since experienced two cerebral vascular accidents.